Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that with diagnostic codes 2131 and 3131 (patient wye not blocked). No patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer was informed by the customer that due to cost, this ventilator will not be repaired, and instead will be scrapped. No further action is intended for this ventilator. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.